Event description:
It was initially reported a functional test failed. It has been clarified that the test failed due to the non-invasive blood pressure (nbp) calibration had expired. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite by a philips field service engineer, confirming the expired nbp calibration. The calibration was performed, resolving the customer's issue. The device was returned to use at the customer site, and therefore is not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was an expired nbp calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the calibration was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported a functional test failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.